Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens diopter -8.0 was implanted into the patient's right eye (od) upside down. This occurred on (B)(6) 2022. The lens was implanted and removed intraoperatively and the lens tore during removal. An alternate lens was then implanted and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
B5-updated/corrected information: the lens was implanted, removed, and replaced intraoperatively. Claim# (B)(4).